Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in a laparoscopic sigmoidectomy with double-stapling technique (dst) anastomosis procedure, while the device was being applied in the colon for colectomy, the firing stopped immediately and the screen at that moment displayed the resistance limit mark screen. In the colon, the staple(s) which was not formed remained in the u shape and the resection was not completed. The anal side was treated and the firing was performed with a new reload and the resection was completed. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. When the device was checked, they found the plastic part of cartridge was misaligned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.